Manufacturer narrative:
Section b5: patient history of driveline percutaneous lead repair and clamshell repair is covered under manufacturer reference numbers: 2916596-2018-05493, 2916596-2019-05387. Sections d4 and h4: additional information - device expiration and manufacture dates. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of pump off and low flow events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured several pump stops and low speed advisory/hazard events from (B)(6) 2020 at 22:53:01 through (B)(6) 2020 at 08:10:21. These events only occurred while the system controller was connected to a power module. Power elevations up to 25.5 w were observed during these events, and low flow hazard events were noted at times when a low speed hazard was active by design. Based on previous complaint history, these findings appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 21¿. The outer layers of the driveline were removed approximately 19¿ from the controller connector. The layers of the previous driveline repair appeared unremarkable. The outer silicone jacket and bionate layers of the driveline revealed no evidence of damage. Minor metal braided shield breakdown was observed along the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation that would have contributed to the reported events. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator that the patient has become more forgetful. The patient doesn't clean their battery clips well and has had frequent low flows in addition to transient pump off alarms on 02nov2020 and 05nov2020. The patient additionally admits to sleeping on battery power. Technical services (ts) reviewed the log file and noted that it captured multiple pump stops and low speed events. This type of behavior can linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. It was additionally reported that the patient was found to have had a distal end repair back in november 2019 and a clamshell repair in december 2019. A picture of that repair site would be sent in for review to determine if a second repair could be performed. The x-rays that were submitted contained no obvious areas of concern. Additional information communicated on 11nov2020 reported that a percutaneous lead repair was completed which involved replacing the entire external portion of the driveline. Per the vad coordinator, the patient will be continued to be monitored closely in an outpatient setting. There have been no additional pump stops following the repair.